Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had making noise after exposed to moisture. Customer's blood glucose level was 125 mg/dl. Customer will return device for analysis.

Manufacturer narrative:
Device received stuck in critical pump error (open book image) and unable to download due to corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Unable to verify other alarms due to critical pump error. Device received with corrosion on force sensor assembly and moisture damage on motor assembly.